Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture and infection.

Event description:
USA. Allegedly a patient develop an infection in her left breast, she presents pain, swelling and redness, a drainage was performed. During an exploration, the device was found rupture.